Event description:
The facility reported a colleague infusion pump with a 403:317:871 failure code. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During product evaluation at baxter, it was determined that the event occurred during delivery; therefore, there was an interruption during delivery. No additional information is available. The user interface module master software version for this device is 5.09.90, categorized as remediated. During a review of the event history, the reported failure code occurred once during infusion on (B)(6) 2010.

Manufacturer narrative:
(B)(4). The reported condition has been confirmed but not duplicated. The device does meet specification for the reported condition. The assignable cause is an inoperative user interface module. The device will not be repaired since it is a stay in device.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).